Event description:
It was reported that the patient presented in the hospital for hematoma evacuation after a fall. Upon device interrogation, the right ventricular lead exhibited loss of capture and low pacing impedance due to lead dislodgement. The physician suspected that the lead dislodged due to the patient¿s fall. The patient was asymptomatic to lead dislodgement. During lead revision procedure, the lead could not be repositioned as the helix would not re-extend. The lead was explanted and replaced. The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.